Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of unspecified peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with nutrineal pd4 unknown bag, (lot #10-13-g-42), intraperitoneally (ip), for pd. On (B)(6) 2010, the patient developed unspecified peritonitis, not requiring hospitalization. On an unreported date, the bag was changed and the patient was treated with unspecified antibiotics. At the time of this report, remedial treatment was ongoing. The event of unspecified peritonitis was reported as resolving. Action taken with nutrineal was not reported. The reporter did not provide an assessment of causality.